Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was installed as usual and it was then entered inside the patient; however, the device could not deploy off elastic bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly and there was evidence that it was secured in the handle slot. However, the trip wire was kinked in several locations. The slack was removed properly while the suture loop was intact. A crimp was present on the tripwire. The suture was returned cut; however, the other sides were still attached to the trip wire and attached to the ligator head. Additionally, all the bands were returned attached on the ligator head; however, visual assessment identified that the bands were moved out of their positions, confirming the deployment failure that was reported. It was also observed that the suture hole was torn while the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly and no other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was installed as usual and it was then entered inside the patient; however, the device could not deploy off elastic bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.